Manufacturer narrative:
The reported sticking of the trigger was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the trigger shaft was damaged, which can lead to the reported event and can be caused by an impact.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility, the trigger of the device was sticking, which has the potential to cause the device to run without user activation after the trigger was released. No injuries or adverse consequences were known by the initial reporter.

Event description:
It was reported that at the user facility the trigger of the device was sticking, which has the potential to cause the device to run without user activation after the trigger was released. No injuries or adverse consequences were known by the initial reporter.